Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed .the functional evaluation confirmed difficulty turning pump cartridge in u.I. Assembly. Test pump cartridge could not be turned to the locked position , establishing a relationship between the device and the reported event. The root cause was identified as corrosion inside u.I. Assembly. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, before wound debridement procedure, versajet console device is not functioning properly and will need to be replaced. Further information regarding the device failure was not provided. The procedure was completed without a significant delay with a change in procedure technique. No other complications were reported.